Event description:
Caller reported a potential false negative tni (troponin) result using the triage cardiac panel 25 test. Pt went to the ed with chest pains. Pt was admitted with essential hypertension and mixed hyperlipidemia. Pt was later confirmed mi. Cut-off ranges: triage greater than or equal to 1.0 and rxl greater than 0.1.

Manufacturer narrative:
Investigation pending.